Manufacturer narrative:
The device has been received by anspach. The device has not yet been evaluated. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that "with the hand control attached, the motor would not turn off when set down on the 'mayo' stand." The device was used during spine surgery. There was no delay in surgery reported. There were no patient or user injuries reported. There was no additional information provided.